Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 707450.

Event description:
It was reported that the patient was experiencing severe pain throughout the body. It was mentioned that the patient had a non-device related fall and one side of the lead stopped working and was believed to be fractured because it is no longer intact. High impedances were noted that resulted to inadequate stimulation. The patient will undergo an explant procedure.

Event description:
It was reported that the patient was experiencing severe pain throughout the body. It was mentioned that the patient had a non-device related fall and one side of the lead stopped working and was believed to be fractured because it is no longer intact. High impedances were noted that resulted to inadequate stimulation. The patient will undergo an explant procedure. Additional information was received that the patients leaft lead had no intact contacts and the rigt lead had eight bad contacts. The patient underwent a revision procedure wherein the leads were repalced.